Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports that the catheter was applied on (B)(6) 2012. On (B)(6), during dialysis treatment, a crack was noticed on the catheter near the connection tip. The device was removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.